Manufacturer narrative:
08/19/2024 - the consumer accepted a replacement and will not reture the device to the manufacturer for an investigation.

Event description:
8/6/2024 - the consumer claims the unit made popping noise and started to smoke. No property or bodily injury occured.